Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was not completing its boot up cycle. Without completion, the device would not be able to power on fully for use on a patient. There was no report of any patient use associated.

Manufacturer narrative:
The customer advised physio-control that they have decided to remove their device from service and not return it for evaluation. The device has not been returned to physio-control. The cause of the reported issue could not be determined.